Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had its minute ventilation (mv) sensor disabled. Technical services (ts) was consulted and the disabling of the mv sensor matched the date when the patient underwent an ablation procedures, so signal artifact monitor (sam) feature disabling it due to sensing of the ablation signals during the procedure is the suspected cause. Ts noted there were noisy signals for all the devices channels, with oversensing for the right atrial (ra) channel. This device remains in service. No adverse patient effects were reported.